Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported tha t during two cases a generator was used and excess power was delivered to two separate handpieces and may have resulted in harm to the patients. The coag function was getting "stuck"; it stayed active and delivered power even after it was let go. There was no delay or patient impact reported. Additional information was received. It was reported that one patient was burned close to the incision and the issue occurred during a breast lumpectomy with sentinel nodes procedure and an excisional biopsy.